Event description:
A non-healthcare professional reported during the intraocular lens (iol) implant procedure. The doctor viewed lens under microscope and saw it was cracked." There was no patient contact. The procedure completed on the same day. Additional information requested however no further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11 the product was returned for analysis and the reported complaint was observed. Iol received in a specimen container. Solution is dried on the iol. The haptics are intact. The optic is scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint " doctor viewed lens under microscope and saw it was cracked". The returned iol shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-33087